Event description:
It was reported to philips that the system shut down and took an extended time to boot back up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed that the system had failed to emit x-rays. After reviewing the log, fse found that malfunction of displayport dvi adapter. Upon troubleshooting, fse identified an intermittent failure in the detection of the connected monitor. To resolve the issue, the displayport dvi adapter in the coronary tool computer was replaced. After replacing the displayport dvi adapter, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.